Event description:
It was reported that, "pt had been discharge to inpatient rehab at local nursing home on (B)(6) 2011. He was discharged on coumadin for dvt prophylaxis. On (B)(6) 2011 the pt was sent to the emergency department for 2 day history of low grade fever and worsening shortness of breath. He had easy bruising and had oozing of blood from his hip wound and had developed a boil on his right hip. The pt did have bilateral pneumonia. Orthopedics initial recommendations was to treat pneumonia with antibiotics and they would follow up in office for his hip but pt by (B)(6) 2011 was complaining of worsening right hip pain and unable to bear weight. So pt was taken to operating room for irrigation and drainage and wound vac was applied. The surgeon did not identify any gross purulence but there was some liquefied fat and other debris which was cleaned out and would deep pulse lavage was done with 3 liters of fluid. On (B)(6) 2011 the pt had and I&d (6 liters fluid) of right hip and removal of hip prosthesis with placement of antibiotic spacer and application of provena vac. It was noted that the pt had multiple areas of pressure sores over his buttock as well as his right lower leg. The pt was started on 6 weeks of IV antibiotic therapy with vancomycin and a PICC line was inserted as IV access. On (B)(6) 2011, the pt was transferred to a long term acute care facility out of town for continued care."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. It was reported through user-facilities ref# (B)(4). Additional info from the user facility report: (B)(6) 2011, unitrax endoprosthesis&omnifit hfx 132, catalog# 694250459, 60700830, lot#: mkpk2x, (B)(6) 2011, (B)(4).